Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges customer was found with severe hypoglycemia, unresponsive, and blood glucose tested with a reading of 29 mg/dl; ambulance was called, blood glucose value taken by emergency doctor right after was 15 mg/dl and then was treated with an injection of glucose. Customer was then taken to and admitted to the hospital. Caller alleges pump delivers inaccurately. Requested return of the alleged device for evaluation.